Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was 264 mg/dl. Customer was able to rewind the insulin pump and after troubleshooting with new battery insulin pump received another unexpected restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.